Event description:
Note: this event was originally reported by ge healthcare to FDA on (B)(4) 2013 against the incorrect mfg site as MDR 9613299-2013-00002. This report is to correct the mfg site and report number. All supplemental reports for this event will be filed. It was reported that the collimator of an infinia system fell to the floor during a collimator exchange, hitting and breaking the operator's leg.

Manufacturer narrative:
Operator data was not provided. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.